Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was 7.5 mmol/l and 21 mmol/l at time of incident. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed and the customer stated that the self-test was performed and pump error reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly.